Manufacturer narrative:
(B)(4). Date sent: 4/28/2021. D4: batch # u95j9z. H6: component code: others (g07). Additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo shows a device from a top view, with the jaws in the open position, however, the condition of the device could not be assessed. Based on the photo review, the event described cannot be confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis below for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample found that the el5ml device was received with no damage to the external components. Upon cycling, the instrument was noted to be empty. Also, the instrument has an orange indicator that appears on the top of the handle as a reference for the user to show the number of clips remaining in the device. However, the lockout mechanism was non-functional. Further analysis showed that the jaws opened and closed without any difficulties. Upon disassembling the device, the ratchet pawl was found damaged, causing the lockout feature. The damage observed on the ratchet pawl from the compliant device is consistent with the damage on the ratchet pawl from a device that had been fired through lockout. As the complaint device was returned empty with no clips remaining, it is concluded that after the device fired all clips, the firing of the device was continued, breaking through the lockout, which damaged the ratchet pawl component. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event as the device was returned empty, the instructions for use contain the following: "caution: for malformed clip, do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." "For would not fire, insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5mm trocar and reopen when completely through the trocar. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Prior to loading a clip in the jaws and firing the instrument, ensure that the jaws are fully open by verifying that the line of demarcation, between the jaws and the instrument shaft, is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth, continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip." Again, it should be noted that product failure is multifactorial. It was concluded the ratchet pawl damage was related to improper use of the device. The instructions for use contain the following: "caution: the instrument contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a structure or vessel. Do not attempt to fire through the lockout." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: did the surgeon confirm the device jaws were through the trocar before loading the clip? Was each clip loaded off vessel and inspected to determine that a clip was in the jaws of the device prior to placing on the vessel? Was the device torqued or twisted when positioning device to fire on vessel? What structure was the device stuck on or locked on? What troubleshooting steps were attempted before converting to a semi-open procedure? How was the device eventually opened? Are there any photos/videos available from this procedure?

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: a photo was received for review. Review is in progress and is not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right hemicolectomy, in which device was used on the ileocolic artery, a tear drop-shaped clip was deployed from the third firing. No target tissue was damaged because of the unformed clip. Then the jaws would not open from the fifth firing. The device on tissue when it would not open. The procedure was converted to semi-open procedure to open the jaws. The surgeon considered that because the nurse or the surgeon touched the trigger by accident, jamming occurred, and the jaws became not to open. Another device was used to complete the case. The patient¿s condition is stable.